Event description:
It was reported that the lead was attempted but not used during the implant procedure. Prior to implant, the helix of the lead required twenty-two turn until it would extend. The lead was positioned in the right ventricle and fixation was attempted. Helix extension required thirty turns. The lead was removed and replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.